Event description:
A patient presented with a swollen upper lid and lacrimation in one eye associated with wear of a focus night & day lens. Examination revealed a centrally located infiltrate with no discharge and no staining. Visual acuity reported as 6/15. Acuity reported as 6/5+ prior to event. Patient referred to hospital based ophthalmology group who performed culture and began treatment regimen of prednisone, chloramphenicol and cyclopentolate. At follow up visit the optician again saw a central infiltrate this time with some staining and redness. Visual acuity not taken at this visit. Culture results have been requested. Optician reports he expects patient to return to daily disposable lens wear when incident has resolved. Several attempts have been made to obtain additional information. No additional information is available at this time.